Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As a result of the physical inspection and functional testing of the device, olympus has concluded that the failure of the charge-coupled device and the cable unit was most likely due to customer mishandling. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.<product confirmation results as the actual product is not sent to the shirakawa plant, the actual product cannot be confirmed.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed due to a faulty charge-coupled device (ccd) unit. A shortage in cable was found causing an intermittent noise/white horizontal lines in the image. No other issues were found during the inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported that while using a camera head, there was no image coming out of it. There was no patient involvement or injuries reported. No additional information has been obtained.